Event description:
It was reported that the ventricular lead exhibited oversensing. The lead impedance was consistently 249 ohms in the unipolar configuration. The oversensing was not reproducible with isometrics. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.